Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: on investigation, the pump powered on without constant vibration. The vibratory function was tested and found to be operating as intended. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (weak vibration) issue; constant, weak vibration. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.